Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited out of range pacing impedance on the right ventricular (rv) channel. A boston scientific technical services consultant documented and discussed the clinical observation with the caller and recommended further troubleshooting. The root cause of the reported clinical observations was not identified. The system was subsequently explanted and upgraded. No additional adverse patient effects were reported.